Event description:
It was reported that the user experienced a charging issue with the ilet, noting low battery and uncertainty about proper placement on the charging pad; during the call the device was placed on the charger, the pad displayed a solid green light, and the ilet battery icon indicated charging, consistent with a charging problem associated with the battery charger component. No adverse clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem was identified, consistent with a charging problem involving the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.